Manufacturer narrative:
No device was returned for analysis of complaint that device alarmed occlusion and resisted while introduced in the system. No previous repair was noted for the last 12 months. Unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer, we are unable to determine a probable cause as the device was not returned for evaluation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited an occlusion alarm. There was no patient involvement, no injury was reported.